Event description:
The pt reported he received an e10 (cartridge error) message on his insulin infusion device display when he tried to change his cartridge. He stated he changed the battery 3 times prior to the call. He stated the device "sounds like a hum, as if the motor is going to die." To troubleshoot, the pt checked and confirmed he was using the correct battery type. He said the piston rod was fully retracted but the 315 unit screen was never produced. The pt was instructed to change the battery and go through the "change the cartridge" procedure. The device again displayed the "returning piston rod" although the piston rod was already fully retracted and the e10 displayed again. The pt stated there is insulin in the cartridge compartment of the device. He stated he inserts the cartridge into the compartment and then attaches the infusion set tubing and adapter. The proper procedure for inserting the cartridge was reviewed with the pt. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.